Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
During ivtm therapy on a male patient with therapy-resistant fever without inflammation parameters, customer reported there were two "air trap" alarms from the thermogard system within the first 30 hours of treatment and a staff noticed the 500 ml normal saline (ns) bag has emptied. No leaked fluid was observed on thermogard system, patient bed, or floor. A new 500 ml ns bag was attached and also has emptied, ivtm therapy was aborted. Per reporter, no adverse impact on patient with 2 bags of saline infused. It was noted that the icy catheter (lot #143097) was placed in the patient left femoral vein by a experienced practitioner and the insertion was smooth. The patient was being constantly attended throughout the treatment. No consequences or impact to patient. The report for icy catheter is submitted under 3010617000-2020-00790.